Event description:
It was reported after a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clip to lock in place. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product noting would not clip to lock in place, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Additional observation(s) related to customer reported complaint: the instrument was found to have multiple input disk broken. Input disk #7 was found broken into pieces inside the housing. Hairline cracks were found on input disk #6. As a result of the broken inputs disk the instrument failed the clip test. The complaint regarding the large hem-o-lok clip applier instrument would not clip to lock in place was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.